Manufacturer narrative:
The meter and test strips have been returned for evaluation. Test strip lot # 1020214287. Expiration date: 10/2015. Control solution lot #: none. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
Mr. (B)(6) called into customer care concerned about the discrepancy between his wife's nova max plus meter and a competitor's meter. The consumer performed a blood glucose test at 1:30pm getting a result of 321 mg/dl. The consumer administered 85 units of insulin. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before using their initial test trips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution.